Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated. It was reported to abbott, a patient requested their scs system be explanted due to ineffective therapy. The system was explanted without complications. It was reported the ipg would be returned. As of 23 aug 2024, the ipg had not been received. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy since the system was implant. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue.